Event description:
Subsequent information received from the site stated that the 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) balloon was used in the anatomy and had been inflated; the balloon ruptured during use. No additional information was provided.

Event description:
It was reported that during device preparation and prior to use for a procedure of a concentric, 100% stenosed, proximal coronary artery lesion, the 2.50 x 15 mm trek rx balloon dilatation catheter (bdc) balloon leaked. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.